Event description:
Technical services received a call on (B)(6) 2011 from sales rep. The atrial lead showed no capture and no sensing. The atrial lead had dislodged which was confirmed with a chest x-ray. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).